Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced syncopal episodes. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with arm movements. During lead revision, the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was in stable condition post operation.